Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/05/2023, it was reported by a sales representative via phone that an ar-3636 fibertak suture tip broke off into the bone twice. Pieces remain in the patient. This was discovered during a case. Case completed using the original anchors.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. Two unpackaged ar-3638 were received for investigation. Functional testing was not performed due to the damage to the devices. Both devices were received without sutures/anchors. Visual evaluation: device #1. The tip was bent and broken off¿device#2. Half of the notch at the tip was broken off. The most likely cause(s) for the reported failure is user error prying/leveraging the device against bone or another instrument. According to dfu-0054 at revision 0. Section g. Precautions. 1. Surgeons must apply their professional judgment when determining the appropriate suture anchor type and size based on the specific indication, preferred surgical technique, and patient history. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Dfu-0454 at revision 0. Warning. To help avoid inserter breakage and potential patient injury. Avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.